Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. Peritonitis was manifested by abdominal pain, cloudy peritoneal effluent, fever, and diarrhea. On the same day as the onset of peritonitis, the patient was hospitalized for the event. The cause of the peritonitis was not reported. On the same day as the hospitalization, the patient began treatment with cefathiamidine for injection (1g twice a day) intraperitoneally(ip) and etimicin sulfate (100mg twice a day) ip for the peritonitis. Pd therapy was ongoing and the patient remained hospitalized. Antibiotic treatment was ongoing at the time of this report and the patient had not yet recovered. No additional information is available.

Manufacturer narrative:
(B)(4). Upon follow up it was reported, the day prior to the receipt of this report, the cefathiamidine and etimicin sulfate were discontinued and the patient was discharged from the hospital. Also that same day, the patient had recovered. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.